Event description:
It was reported to boston scientific that a hot axios stent was to be implanted in the bile duct during a biliary drainage procedure under endoscopic ultrasound (eus) performed on (B)(6) 2020. According to the complainant, during the procedure, after the puncture of the duodenum and choledochus, the stent failed to deploy. The device was removed from the patient with neither the first or second flange deployed. The procedure was not completed due to this event. A radiology percutaneous transhepatic cholangiography (ptc) was performed without success so a surgery was performed to address the puncture site in the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Reportedly, a radiology percutaneous transhepatic cholangiography (ptc) was performed without success so a surgery to suture the common bile duct was performed to address the puncture site in the bile duct.

Manufacturer narrative:
Block b5 has been updated with the additional information received on april 3, 2020. Block h6: device code 1158 captures the reportable event of stent failure to deploy during placement in the bile duct. Patient code 3191 captures the reported event of surgery. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a hot axios stent was to be implanted in the bile duct during a biliary drainage procedure under endoscopic ultrasound (eus) performed on (B)(6) 2020. According to the complainant, during the procedure, after the puncture of the duodenum and choledochus, the stent failed to deploy. The device was removed from the patient with neither the first or second flange deployed. The procedure was not completed due to this event. A radiology percutaneous transhepatic cholangiography (ptc) was performed without success so a surgery was performed to address the puncture site in the bile duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.